Event description:
The reporter thinks that she may have rec'd an er1 message because she did not put enough sample on strip. She retested and result was normal. There was no medical intervention nor was there allegation of harm.